Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 206 mg/dl to over 400 mg/dl and small ketones. Reportedly, the customer felt weak, had a headache, was nauseous, and was in pain. Customer was treated with intravenous fluids and a clear liquid diet, and was released from the hospital on (B)(6) 2019. Cause of bg and ketones was unknown. Reportedly, a resume pump alarm occurred; however, the customer did not recall the cause for resume pump alarm or if insulin delivery was stopped due to user suspension. Tandem technical support performed a pump system check, and the pump functioned as intended.